Manufacturer narrative:
The referenced elevated lactate dehydrogenase (ldh) was reported under medwatch MFR report #2916596-2018-00340. The referenced gastrointestinal (gi) bleed was reported under medwatch MFR report #2916596-2018-00339. (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a stroke. The patient had persistently elevated lactate dehydrogenase (ldh) after coumadin was held in response to a gastrointestinal (gi) bleed. Then the patient had a stroke. Additional information was requested but non provided.

Manufacturer narrative:
It was reported that the date of the stroke was (B)(6) 2017. A direct relationship between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the date of the stroke was (B)(6) 2017.

Manufacturer narrative:
Additional information. Referenced gastrointestinal (gi) bleed was reported under medwatch MFR report #2916596-2018-00339.

Event description:
Additional information: it was reported that the stroke occurred on (B)(6) 2017. The patient had an inr of 1.84 at the time of the event, with a goal inr between 2 and 2.5/3. The patient had just prior been hospitalized for gastrointestinal (gi) bleed. Head CT scan without contrast on (B)(6) 2017 found low attenuation area in the right temple, parietal lobes, and posterior perisylvian cortex which was consistent with cytotoxic edema secondary to subacute cerebral infraction. A repeat head CT scan on (B)(6) 2017 found expected evolving changes of right middle cerebral artery (mca) infarct. No hemorrhage or mass effect was observed. Ventricles were normal size and midline. Treatment was supportive with restart of coumadin at discharge. The patient was not bridged with lovenox. Heparin was not used out of concern for conversion and recent gi bleed. The patient¿s residual effects were reported as psychological. The patient had increased confusion and irritability that was reported on (B)(6) 2018 to have been improving. The patient had frequent headaches and persistent vision changes.